Event description:
Alarm 2 was reported earlier in the day, indicating an occlusion event. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by running a fill tubing and resuming insulin, and additional assistance was deemed unnecessary, leading to the case being closed by technical support.